Event description:
Ligasure used during vaginal hysterectomy. In the middle of the case, the jaw of the instrument locked with the blade protruding out of jaw. The device was unable to be reset for use, so a new disposable device was obtained without further incident/problem.